Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma. Concurrent conditions included depression, anxiety, psoriasis, cervical disc degeneration, shoulder pain, colitis, gastritis, ovarian cyst ruptured, nephrolithiasis, flank pain and urinary hesitancy. Concomitant products included estradiol from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008, nsaids since (B)(6) 2008, paracetamol (acetaminophene) since (B)(6) 2008 and triamcinolone acetonide from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), anxiety ("anxiety/mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with lorazepam (ativan), norethisterone acetate (aygestin), venlafaxine hydrochloride (effexor) and surgery (d & c on (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2005 (B)(6) 2011-hysterectomy and d and c there was 3 coils noted on the right side and 4 coils noted on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Treatment received for pelvic pain, abnormal bleeding(vaginal) and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: endometrium dilation and curettage : endometrial polyp and endometrium with abnormal secretory phase, negative for hyperplasia or malignancy. Ultrasound pelvis - on (B)(6) 2011: a tiny amount of free fluid in the dependent portion of pelvis with evidence of what has probably a tubal ligation. The appendix is notably normal. There is a 1mm stone in an upper pole calve of the right kidney but no other significant abnormality is seen in the abdomen pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, pelvic pain, depression, anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, abnormal bleeding(vaginal) and menorrhagia were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma. Concurrent conditions included depression, anxiety, psoriasis, cervical disc degeneration, shoulder pain, colitis, gastritis, ovarian cyst ruptured, nephrolithiasis, flank pain and urinary hesitancy. Concomitant products included estradiol from (B)(6)2012 to (B)(6)2013, medroxyprogesterone acetate (depo-provera) from (B)(6)2008 to (B)(6)2008, nsaids since (B)(6)2008, paracetamol (acetaminophen) since (B)(6)2008 and triamcinolone acetonide from 30-sep-2011 to (B)(6)2011. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety/mental anguish"). The patient was treated with lorazepam (ativan), norethisterone acetate (aygestin), venlafaxine hydrochloride (effexor) and surgery (d & c on (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2005 (B)(6)2011-hysterectomy and d and c there was 3 coils noted on the right side and 4 coils noted on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6)2011: endometrium dilation and curettage : endometrial polyp and endometrium with abnormal secretory phase, negative for hyperplasia or malignancy. Ultrasound pelvis - on (B)(6)2011: a tiny amount of free fluid in the dependent portion of pelvis with evidence of what has probably a tubal ligation. The appendix is notably normal. There is a 1mm stone in an upper pole calve of the right kidney but no other significant abnormality is seen in the abdomen pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, pelvic pain, depression, anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma. Concurrent conditions included depression, anxiety, psoriasis, cervical disc degeneration, shoulder pain, colitis, gastritis, ovarian cyst ruptured, nephrolithiasis, flank pain and urinary hesitancy. Concomitant products included estradiol from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008, nsaids since (B)(6) 2008, paracetamol (acetaminophene) since (B)(6) 2008 and triamcinolone acetonide from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety/mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with lorazepam (ativan), norethisterone acetate (aygestin), venlafaxine hydrochloride (effexor) and surgery (d & c on (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2005. (B)(6) 2011-hysterectomy and d and c. There was 3 coils noted on the right side and 4 coils noted on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: endometrium dilation and curettage : endometrial polyp and endometrium with abnormal secretory phase, negative for hyperplasia or malignancy. Ultrasound pelvis - on (B)(6) 2011: a tiny amount of free fluid in the dependent portion of pelvis with evidence of what has probably a tubal ligation. The appendix is notably normal. There is a 1mm stone in an upper pole calve of the right kidney but no other significant abnormality is seen in the abdomen pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, pelvic pain, depression, anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Event added from pfs- abdominal pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, psoriasis, cervical disc degeneration, shoulder pain, colitis, gastritis, ovarian cyst ruptured, nephrolithiasis, flank pain and hesitancy. Concomitant products included estradiol from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and triamcinolone acetonide from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("anxiety/mental anguish"). The patient was treated with lorazepam (ativan), norethisterone acetate (aygestin), venlafaxine hydrochloride (effexor) and surgery (d & c on (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported date of implant- (B)(6) 2005 there was 3 coils noted on the right side and 4 coils noted on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2011: endometrium dilation and curettage : endometrial polyp and endometrium with abnormal secretory phase, negative for hyperplasia or malignancy. Ultrasound pelvis - on (B)(6) 2011: a tiny amount of free fluid in the dependent portion of pelvis with evidence of what has probably a tubal ligation. The appendix is notably normal. There is a 1mm stone in an upper pole calve of the right kidney but no other significant abnormality is seen in the abdomen pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, pelvic pain, depression, anxiety and dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Lot number added. This case is updated from other event to incident. New events were added: abnormal bleeding (vaginal, menorrhagia), depression, anxiety/mental anguish, dysmenorrhea (cramping). Outcome of the event pelvic pain was updated to recovering/resolving. Medical history, treatment, concomitant drug and lab data were added. Date of implant and explant added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.